Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecific medical reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 10, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 27, 2022.